Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the flex video scope had a burned tip case. The issue occurred during service/maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the flex video scope had a burned tip case. The issue occurred during service/maintenance (not in a clinical setting). There was no patient involvement.